Manufacturer narrative:
Device discarded.

Event description:
Complaint received regarding one ch-12, bag spike w/clave additive port and dry spike adapter, lot# 3158151 (mfd. 12/2015). Report states; product separated prior to infusion and allowed chemo to spill on nurse's gown and on floor. Product had to be remade for patient causing an unscheduled delay in treatment. Product in question was disposed of due to contamination. Nurse was wearing proper ppe. The spill was cleaned per hospital protocol. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3158151 showed that (B)(4) units were manufactured, tested, inspected and released in december 2015, citing no anomalies. Device discarded.

Event description:
Complaint received regarding one ch-12, bag spike w/clave additive port and dry spike adapter, lot# 3158151 (mfd. 12/15). Report states; product separated prior to infusion and allowed chemo to spill on nurse's gown and on floor. Product had to be remade for patient causing an unscheduled delay in treatment. Product in question was disposed of due to contamination. Nurse was wearing proper ppe. The spill was cleaned per hospital protocol. No adverse patient consequences reported.